Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent.

Event description:
The report received from the USA stating that the device was "heating up". The device was being used in surgery. There was no reported pt or user injuries. There was no add'l info provided.